Event description:
During percutaneous coronary intervention (pci) of the proximal left circumflex, a dissection occurred in the distal left circumflex which resulted in timi I flow.

Manufacturer narrative:
This pt presented to cardiac cath and 3-vessel disease was found. Medications at baseline included aspirin, clopidogrel, anticoagulants and statins. Intra-procedure medications included aspirin, clopidogrel, abciximab and unfractionated heparin. The primary indication for treatment was unstable angina. Pre-procedure ck and troponin were within normal limits. Ck-mb levels were not provided. Percutaneous coronary intervention (pci) was first performed on a 95% de novo saphenous vein (svg) bypass graft of 20mm in length in a 4.0mm vessel diameter. The (b2) eccentric lesion was characterized with little to no calcification present and thrombus present. The lesion was pre-dilated with a 2.5x15mm balloon at 14 atmospheres (atm) before deploying a 3.5x28mm cypher select plus stent at unk atm. Pci was performed next on a 95% de novo lesion in the proximal left circumflex (native vessel) of 20mm in length in a 2.75mm vessel diameter. The (type c) concentric lesion was irregular, excessively tortuous, angulated at a location in a severe bend point greater than or equal to 90 degrees and with heavy calcification. The lesion was pre-dilated with a 2.5x15mm balloon at 14 atm before deploying a 2.5x13mm cypher select plus stent at unk atm. During this procedure, a type e dissection occurred in the distal left circumflex which resulted in timi I flow. It was treated with intravenous repro infusion and with another 2.5x13mm cypher stent. There were no EKG changes and the pt did not experience chest pain, nausea or vomiting. Cpk and troponin cardiac enzymes remained within normal limits. Post-procedure medications included permanent aspirin, clopidogrel for 12 mos and statins. Please note that this device is not distributed in the us. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt.